Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The prodigy MRI ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted for an unknown reason.